Event description:
It was reported that the ilet¿s battery was almost depleted and the device did not successfully charge when connected to the charger, which displayed a blinking indicator despite trying multiple outlets and removing the clip, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charger component and a device charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.